Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Patient ID provided. It was reported that the surgeon elected to use a non-medtronic driver for the procedure. Once the driver did not track, the surgeon opted to complete the procedure without navigation. Correction: product and related fields updated to proper value.

Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative noted that the surgeon was using and instrument under another instrument tool card and this was not in line with the set system guidelines. The issue was off-label use. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a transforaminal lumbar interbody fusion (tlif) procedure. It was reported that the surgeon attempted to use another manufacturer's device with the navlock. The instrument tracked for a brief second before being inoperable.

Manufacturer narrative:
Correction: updated with additional information that was not included in the original MDR submission. If information is provided in the future, a supplemental report will be issued.

Event description:
After the driver stopped tracking the surgeon discontinued use of the navigation system and proceeded with a non navigated driver. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.